Event description:
Patient presented to the physician with ongoing headaches since the implant procedure, along with pain and swelling at the neck incision site, which worsened by eating or swallowing. Physician prescribed pain medication.